Event description:
The facility representative reported to baxter global technical services one colleague infusion pump in which the stop button is intermittent. It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version (B)(4) categorized as remediated. No additional information is available.

Event description:
The pa (pulmonary artery) catheter was unable to be inserted into 9 fr sheath that was in the kit. It was replaced with 11 fr sheath in order to get the catheter to go in. The 9fr was actually what came in the endovent pulmonary catheter kit.====================== health professional's impression======================see above====================== manufacturer response for edwards lifesciences port access system, endovent pulmonary catheter kit======================rep was in attendance.

Manufacturer narrative:
A service history review revealed that this device was not previously serviced for the reported condition of keypad-main. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The reported condition of the stop button is intermittent was confirmed and duplicated due to a faulty pump head module keypad. The pump head module keypad was replaced to correct the reported condition. (B)(4).